Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument had been in use for 1 hour and 30 minutes when "one jaw of the scissor broke off and fell into the pt." The broken piece was retrieved and the planned surgical procedure was completed with a 45 minute delay. No pt harm, adverse outcome or injury was reported.